Event description:
On november 2, 1999 a customer reported one incident of an inverted filter. Customer alleges one red blood cell (rbc) unit would not flow through the sepacell red cell filter. Upon customer's visual inspection of the filter, customer noted that the filter appeared to be backwards.